Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:36 p.m. The patient's meter result was 5.1 inr and was instructed to go to the emergency room. At 10:30 p.m. The laboratory result was 3.5 inr. The patient was feeling nauseous and had blurred vision due to being dehydrated by drinking a lot of green tea and eating a lot of greens that she normally doesn¿t eat. She was treated with sodium chloride but did not receive any treatment for her inr results. The patients therapeutic range is 2.5-3.5 inr and tests weekly. The patient is currently feeling fine.

Manufacturer narrative:
The customer's meter and 1 test strip were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.